Event description:
Facility alleges visible internal blood leak during dialysis. Machine alarmed. Reports leak occurred five minutes into treatment. Dialysis stopped; dialyzer replaced. Blood circuit discarded. Etimated blood loss 200cc. Treatment resumed with new dialyzer; no further problem reported. No reported patinet injury.